Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially reported on the summary reported dated (B)(4) 2014 under (B)(4). Layer-filed report.